Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tenaculum forceps instrument to perform failure analysis. The instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additionally, the tenaculum forceps instrument was found to have a loose pitch cable at the proximal clevis hole. This is caused by dislodged pitch cable at the proximal end. The instrument was found to have a dislodged flush tube guide. The instrument¿s housing was removed, and the flush tube guide was found to be dislodged. The complaint was confirmed by failure analysis. In addition, the following information was obtained: the customer indicated that among the instruments that were used in the same surgery, one was due to movement abnormalities and two were due to broken wires. It seems that the lot number was mixed up when they requested for the instruments returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the tenaculum forceps instrument appeared to show a broken pitch cable. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument had broken cable. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use, and no damage was found. The instrument cable was found protruding from the distal end of the instrument while grasping and dissecting myoma. There was no observed intraoperative collision or misuse involving the instrument. There were no issues with the opening/closing of the grips or up/down motion of the wrist. The issue could be related to the left/right motion of the grips. The procedure was delayed for about 5 minutes without intra or post operative complications. The patient was under anesthesia at the time of the event and there was n report of patient injury. There was no procedure delay.